Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump while taking a nap. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further information reported.